Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no:320550 batch no: 9317875 consumer reported needle clog during injection, consumer stated that there is no insulin flow. Consumer does not prime, does not re-use. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no:320550 batch no: 9317875. Consumer reported needle clog during injection, consumer stated that there is no insulin flow. Consumer does not prime, does not re-use. Date of event: unknown.